Event description:
It was reported 7 of 8 contacts are invalid and the stimulation was auto-reducing. F/u on the reprogramming session revealed all contacts were invalid except contact number 2. Surgical intervention will be undertaken to replace the current lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.